Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was not getting consistent co2 readings. There was no negative patient impact.

Manufacturer narrative:
(B)(4).the device was evaluated by a philips field service engineer. The reported symptom was recreated. The etco2 module was determined to be faulty. The etco2 module was replaced to resolve the issue. The device passed all performance assurance testing and was placed back into use. This was a malfunction of the etco2 module.